Event description:
It was reported that the patient called and reported being able to "feel the wiring right there on the top of my skin" and "it hurts to touch it". Patient says "this is not normal and my physician won't do anything about it". Patient also reports a "difference in his heartbeat" that isn't right and wonders if his "battery needs to be replaced". Average longevity for this device was discussed as well as the recommendation to followup up with the patient's physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri-58 implantable pacing lead, (B)(6) 2012; 5076mri-52 implantable pacing lead (B)(6) 2012. (B)(4).